Event description:
It was reported to boston scientific corporation that an obtryx transobturator mid-urethral sling system was implanted on (B)(6) 2012. According to the complainant, post-procedure, the patient suffered from pain, dyspareunia, urinary problems and infections. All other information, including the patient's current condition, is unknown and reportedly unavailable.